Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment the filter tilted and limbs perforated through the vena cava wall into the retroperitoneum and aorta. The patient underwent an open abdominal removal procedure. Allegedly, the patient experienced internal bleeding, abdominal pain and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and eleven months later, computed tomography of the abdomen and pelvis with contrast revealed the filter was in infrarenal location. The apex of the filter was tilted to the right approximately 20 degree. Fractured primary strut lies in the prevertebral soft tissues. Multiple primary struts extend into the mesentery. A secondary strut perforates the abdominal aorta. The patient experienced abdominal pain. After seven months, computed tomography of the abdomen, chest and pelvis with contrast revealed the filter tilted and the filter struts extended through the wall of the inferior vena cava into the retroperitoneum and aorta. One prong had punctured the wall of the aorta and one prong had migrated to other tissues as well. There was no evidence of retroperitoneal bleed. After one month, the patient presented for filter removal, percutaneous access of the left femoral artery in a retrograde fashion, the venous access would need a balloon emergently placed. This was done with micropuncture needle, it was used to cannulate the femoral artery and a micropuncture wire was threaded through this. The needle was then replaced with a 4 french sheath. The 4-french sheath was used to pass 0.035 guidewire. The guidewire was then mix used to place a 5-french. A 5-french sheath was sutured in place and covered once fluoroscopy confirmed its position. Next, the patient had the abdomen exposed, opened and the vena cava carefully identified. Dissection was done along the lateral and medial aspect of the vena cava for the right and left sides out of the vena cava was carefully exposed identified and cut with a wire cutter and flushed with the vena cava and each of them was carefully removed free from the surrounding tissues. Once it was seen to be going directly into the aorta had a 5-0 prolene figure-of-eight suture placed above and below it and the wire was removed the suture was tied to provide hemostasis on the aortic wall. Several other tines were carefully removed. The patient was than given 5000 units of heparin which were allowed to circulate. The patient had a pursestring suture placed in the anterior wall of the inferior vena cava. A hole was made in the vena cava with clamps above and below the filter, it was seen that the vena cava filter was densely adhesed tied and individually cut free, allowing the filter to be removed once the tines were cut and individually removed. Once this was done, the wall of the inferior vena cava was closed. Filter gross description revealed filter with multiple elongated silver flexible and partially bent wires, some of which are fused together, aggregating to 4.0 x 1.5 x 0.3 cm. After three weeks, computed tomography of the abdomen and pelvis with contrast revealed still some metallic densities around this area of uncertain significance. Patient states, still pieces of the filter in abdomen that they weren't able to get during surgery. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and the filter limb detachment. However, the investigation is inconclusive for the alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,g2,g3,h6(device, conclusion). H11: b5,g1,h6(patient,result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated, tilted and limbs perforated through the vena cava wall into the retroperitoneum and aorta. The device was removed via an open abdominal procedure. The patient experienced abdominal pain; however, the current status of the patient is unknown.